Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient also stated that they believed a lead had been revised in 2016. Patient services noted that the patient was very uncertain about their implanted system history so the best effort was taken to gather as much information about the scenario as possible. The patient stated that the lead revision had been done because the therapy had not helped them. The patient was redirected back to their hcp regarding the lead fragments remaining, advising mris could not be done unless the fragments were removed.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 3889-33, product type: lead ,ubd: 14-mar-2018. If information is provided in the future, a supplemental report will be issued.